Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device leaked where the tubing was heat sealed to the downstream side of the unit. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: product received "03-jul-2024". H3/h6: one sample was returned with part number 21-7322-24 and an unknown lot number. The returned sample was received in used conditions inside a plastic bag, which it is not its original packaging. The sample was visually inspected, and no damage or other defects were detected. Sample was set for a leak and a leak was detected from the pump tube assembled on the pressure plate. The reported leaking issue was confirmed.